Event description:
Related manufacturer report number: 2017865-2024-69663. It was reported during in clinic follow up that the atrial lead exhibited low pacing impedance, inadequate capture. Clavicular crush damage was seen during lead revision. The lead was capped on (B)(6) 2024. There were no patient consequences. Additionally, it was noted that a right ventricular lead had been capped on (B)(6) 2022, for reasons unspecified.